Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of infection is listed in the hi-torque guide wires instructions for use as a known patient effect of coronary stenting procedures. However, based on the reported information, the reported infection is not related to the device or the procedure. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery with restenosis. The patient had a double layer of unspecified stents, and when the ironman guide wire (gw) was advancing, the gw became stuck in between the stents. The physician attempted to remove the gw; however, the stents became accordion-like; and therefore, the gw could not be removed. The patient was sent to bypass surgery. The gw was cut, and the distal portion was left to remain stuck in between the stents because it could not be retrieved in any way. The patient is currently in the intensive care unit (ICU) and has two infections at unknown locations and delirium. It was noted that the patient developed a liver issue not related to use of the device. Per the physician, the device did not cause or contribute to the liver issue, delirium or infections. No additional treatment has been given to the patient. No additional information was provided.